Manufacturer narrative:
E1: patient city: (B)(6).patient country: finlandmedtronic minimedstreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545

Event description:
It was reported that the patient experienced hyperglycemia on 03 jun 2026, as insulin not being absorbed.